Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "valve delaminated from shell." Device has been explanted.

Event description:
Healthcare professional additionally reported "valve delaminated from shell."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion, white particles in the shell, opening on anterior, opening on valve and delamination of valve. Leak test and microscopic analysis was performed which identified: opening crack, delamination (>75% total separation) and striated opening. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.